Event description:
It was reported that customer experienced issues with pump screen, including dings and scratches. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.